Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on (B)(6) 2024. The infusion set was in use for 45 minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.